Manufacturer narrative:
Initial.

Event description:
It was reported that the patient using the ilet bionic pancreas missed meal announcements, overtreated hypoglycemia, and delayed responding to device alarms, consistent with an improper or incorrect procedure or method and with no device component implicated. Symptoms included hypoglycemia. Outcomes included serious injury/illness/impairment and an unexpected medical intervention where medication such as oral glucose (e.g., juice or glucose tablets) was required. Investigation included communication and interviews as well as analysis of information provided by the user or a third party. Investigation of this case revealed no device problem, while a usage problem was identified. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error caused or contributed to the event.